Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2011 at 01:54 and the user?s actual drain volume during cycle 3 was 1913ml. The user had a partial fill of 1194ml and the actual drain volume of 1913ml is 159.4% of largest prescribed fill volume (lpfv) of 1200ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:38:44. During night drain cycle three, the patient's ultrafiltration reading was 722ml, indicating the home patient (hp) drained 722ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available.